Event description:
A consumer reported experiencing diplopia following bilateral intraocular lens (iol) implant surgeries. Medical records were rec'd and indicated that the pt also experienced blurry vision (in 2006) and that yag laser procedures were performed in 2006. In 2007, the pt also presented with decreased vision and watery eyes. In 2009 and 2010, decreased vision and diplopia continue; as well as, irritation and watery eyes which the surgeon indicated as a result of ectropia. The records indicated that the iols are stable and in good position. The pt was prescribed bifocal glasses with prism for correction. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/27/2010 and 08/30/2010 by phone, fax, and mail. Medical records was rec'd on 08/30/2010. A completed questionnaire has not been rec'd. (B)(4).